Event description:
A hosp reported that on two occasions an aluminum component on a pt monitor roll stand broke, causing the monitor to fall a short distance. No pt injury or user injury occurred as a result. There was no damage caused to the pt monitor.